Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that interrogation of this subcutaneous implantable cardioverter defibrillator (s-ICD) system revealed a patient data (pd) error, indicative of a benign telemetry error. Review of remote monitoring data indicated that the incorrect implant date was populated. It was recommended to document the true implant date elsewhere, as reading the device would result in the incorrect battery information in the future. A shock impedance of 140 ohms was observed, and chest x-rays were advised to confirm electrode placement. It was noted that the patient was also implanted with a cardiac contractility modulation (ccm) device. Smart pass was disabled and reference s-ECG collection during manual setup was unsuccessful, likely due to ccm noise. It was recommended to disable the ccm temporarily to obtain the reference s-ECG and re-enable smart pass. This s-ICD system remains in service. No adverse patient effects were reported.